Event description:
Updated event description: a clinical associate I reported an event for auryon atherectomy catheter 1.7mm - hydrophilic coated: this morning a procedure was scheduled at pulse cardiovascular with dr (B)(6) md- vascular surgeon. The patient was a 77-year-old male, approximately 250 pounds. Femoral access was obtained contralaterally, the disease shown with angiography and was from the common femoral artery to the popliteal, with heavy calcium. The 1.7 laser was chosen and we lasered 4 minutes and 40 seconds at 60. The laser was removed and a balloon was inserted. The patient complained about not being able to swallow, immediately after vomiting occurred. Vital sign became extremely faint and the code cart was brough in. Paramedics were called. The patient's airway was not patent so an lma was inserted and epi and benadryl was given by the anesthesiologist. Shortly after the paramedics arrived, they began CPR and noted the patient was in atrial fibrillation. The patent was defibrillated 2-3 times and was transported to the hospital. The patient was an active code during the ambulance ride and at the hospital where he later died. Dr (B)(6) does not think the laser contributed to the complication; he believes all the signs point to anaphylactic shock. The medical examiner has stated the cause of death is sudden brain stem stroke (sudden onset dysphagia). Follow up#1 ((B)(6) 2026) - clinical opinion: based on the engineering evaluation, the clinical facts provided by the medical examiner, and the historical performance data, it is concluded that the auryon atherectomy catheter did not cause or contribute to the patient's death. The device functioned within specifications, and the medical complications arose post-procedure due to unrelated physiological factors. This case will remain monitored through our post-market surveillance (pms) system.

Manufacturer narrative:
Based on the engineering evaluation, the clinical facts provided by the medical examiner, and the historical performance data, it is concluded that the auryon atherectomy catheter did not cause or contribute to the patient's death. The device functioned within specifications, and the medical complications arose post-procedure due to unrelated physiological factors. This case will remain monitored through our post-market surveillance (pms) system. The DHR of the catheter lot was reviewed in reference to the description of the reported complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical associate I reported an event for auryon atherectomy catheter 1.7mm - hydrophilic coated: this morning a procedure was scheduled at pulse cardiovascular with dr (B)(6) md- vascular surgeon. The patient was a 77-year-old male, approximately 250 pounds. Femoral access was obtained contralaterally, the disease shown with angiography and was from the common femoral artery to the popliteal, with heavy calcium. The 1.7 laser was chosen and we lasered 4 minutes and 40 seconds at 60. The laser was removed and a balloon was inserted. The patient complained about not being able to swallow, immediately after vomiting occurred. Vital sign became extremely faint and the code cart was brough in. Paramedics were called. The patient's airway was not patent so an lma was inserted and epi and benadryl was given by the anesthesiologist. Shortly after the paramedics arrived, they began CPR and noted the patient was in atrial fibrillation. The patent was defibrillated 2-3 times and was transported to the hospital. The patient was an active code during the ambulance ride and at the hospital where he later died. Dr (B)(6) does not think the laser contributed to the complication; he believes all the signs point to anaphylactic shock. The medical examiner has stated the cause of death is sudden brain stem stroke (sudden onset dysphagia).